Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /chronic') and genital haemorrhage ('abnormal bleeding (general)') in a 33-year-old female patient who had essure (batch no. A25168) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included overactive bladder, irregular menstruation, depression and arthritis. Concomitant products included bupropion hydrochloride (wellbutrin). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"), migraine ("migraines / headaches") and back pain ("back pain"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced depression ("hormonal changes: depression") and mood swings ("hormonal changes: mood swings /hormonal changes"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal): uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headache"), abdominal distension ("bloating"), dysmenorrhoea ("dysmenorrhea"), metrorrhagia ("bleeding between periods") and fatigue ("fatigue,"). The patient was treated with amoxicillin and surgery ((B)(6) 2019 total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, urinary tract infection, headache, mood swings, back pain, dysmenorrhoea, metrorrhagia and fatigue had resolved, the genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal distension was resolving and the migraine and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2002 and date(s) of removal: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2003: essure confirmation test(s) (unspecified) result - bilateral occlusion. Lot number: a25168, manufacture date: 2012-07, expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: quality-safety evaluation of ptc. On 12-sep-2019: follow up 3 & 4 processed together. Pfs received : events added- metrorrhagia, dysmenorrhea, fatigue. Events outcome updated. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure (batch no. A25168) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included overactive bladder, irregular menstruation, depression and arthritis. Concomitant products included bupropion hydrochloride (wellbutrin). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"), migraine ("migraines / headaches") and back pain ("back pain"). In december 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced depression ("hormonal changes: depression") and mood swings ("hormonal changes: mood swings"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal): uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headache") and abdominal distension ("bloating"). The patient was treated with amoxicillin and surgery ((B)(6) 2019 total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, urinary tract infection, migraine, depression and back pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, headache, mood swings and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, back pain, depression, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received events "hormonal changes: depression; abnormal bleeding (general); hysterectomy (full); abnormal bleeding (vaginal, menorrhagia); infection (bladder/urinary tract/vaginal): uti; migraines / headaches; dyspareunia (painful sexual intercourse);pelvic pain, abdominal pain, bloating, back pain, headache she did not undergo essure confirmation test" were added. Outcome of events "headaches, mood swings, bloating, bleeding" were updated as recovering. Concomitant drug and medical history were added. Treatment drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.